Event description:
The pt was implanted with a smooth saline mammary prosthesis on 11/22/96. Subsequently, the pt experienced a deflation of the device, capsular contracture, breast pain and symmetry. The device was removed on 9/25/98.